Event description:
During manufacturer product analysis of a vns generator explanted for end of service, it was noted the supply current pulsing and supply current 1ma measurements were over the limit. Bench analysis found that the q9 transistor had leaky current, which was the root cause for the out of specification supply current measurements. After the q9 transistor was replaced with a known good bench component, the device met the specification requirements. Generator end of service was confirmed in the product analysis lab; an open can measurement of the battery voltage determined that the battery was depleted. The leaky q9 component could potentially be a contributing factor to the end of service condition.